Event description:
The patient's device was returned with no info. According to the manufacturer's device tracking system, the pt had expired. A follow-up call was made to the managing physician. They indicated that the pt had metastatic pancreatic cancer. They did not have any info regarding the exact cause of death as the pt had not been seen since 2008 when she had a pump refill. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.